Event description:
Information was received from a basic evaluation trial patient. The patient reported that they were tired when they got home from surgery. The patient noted that they also had urgency but nothing came out when they tried to void. The patient noted that it only happened one time. No further complications were reported or were expected.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported their weight at the time of the event. The patient reported that their urgency and urine retention had been 95% resolved. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.